Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined alarm occurred while the customer was travelling in an airplane. Reportedly, the customer ¿almost went into diabetic ketoacidosis¿. There was no reported adverse impact to customer¿s blood glucose level. Customer declined to provide any further information, and declined troubleshooting with tandem technical support.